Event description:
It was reported that the adapter / connector damaged / defective. Event date: 04/06/2026, perceived impact on patient no harm, event summary while attempting blood draw after initial IV placement, this rn noted a suctioning noise coming from the catheter and blood dripping from the cannula. The affected y-site appears to be crimped causing a poor seal for the equipment.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of adapter / connector defective / damaged with lot 5329070 regarding item #383536. A complaint history check was performed, and this is the 5th related complaint reported with the defect/condition of leakage with lot 5329070 regarding item #383536. Device history record has been reviewed. No related quality issues or process deviations were found for adapter / connector defective / damaged or leakage a review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.